Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) would not display battery longevity prior to implant completion. The device was disconnected and a different device was implanted. No patient complications have been reported as a result of this event.